Event description:
It was reported that the surgeon instead an aq2010v silicone three piece lens and the haptic was tore during insertion. The lens was removed and replaced without any pt incident.

Manufacturer narrative:
No lens in the box.